Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device observed switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed successfully on (B)(6) 2008 and that it had successfully performed to all self-tests up to (B)(6) 2009. The pad-pak was removed. The user attempted to re-install the pad-pak on (B)(6) 2009 with the device recording an auto self-test fail due to a low battery. Later that day the pad-pak was successfully re-installed and the device passed an auto self-test. The device successfully performed all self-tests up to (B)(6) 2009. The device successfully passed an auto self-test on (B)(6) 2010. The device then successfully performed all weekly auto self-tests, alongside random manual power ups, up to the (B)(6) 2013. On (B)(6) 2013 the device failed the weekly auto self-test. The device then recorded several self-tests fails due to a low battery the device was still in fault mode on (B)(6) 2014 when information from the history log shows a significant increase in voltage and the device passed an auto self-tests. The device successfully performed all self-tests up to (B)(6) 2014. The pad-pak was removed. The pad-pak was re-installed on (B)(6) 2017 passing an auto self-test. The device successfully performed all weekly auto self-tests up to and including the last log entry on (B)(6) 2017. The investigation was unable to replicate the reported fault. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.